Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va05k31, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va05gwe, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported there was a ¿call your doctor¿ icon. It was noted there was a power on reset (por) message on the recharger. It was further reported the cause of the por was not known. It was stated the patient¿s battery was interrogated by the physician clinic and no por message was seen. It was noted the battery was recharged to 75%. It was stated the battery was on and no impedance issues were found. It was noted the patient did not report any symptoms. It was noted they were going to wait for a por to happen again. The patient outcome was unknown.